Event description:
(B)(4) MDR - oversensing during pacing resulted in inappropriate vf detection.

Manufacturer narrative:
Upon receipt, the lead and the ICD under complaint were subjected to an extensive analysis. The ICD was interrogated, revealing the battery status mos1, 18 charging cycles were recorded to the device memory. The memory content of the device was inspected. During the analysis of the available iegms noise was observed in the right ventricular channel as well as in the far-field channel, leading to multiple charging cycles. Therefore a sensing test was performed and the device sensed the attached heart signals free of noise, proving the sensing function of the ICD to be normal and as expected. There was no indication of a device malfunction. The analysis of the lead revealed multiple signs of wear along the lead body. In particular in the distal area the insulation was found rubbed through. This damage can be considered to be the root cause of the reported oversensing. The characteristics of this damage indicate that the lead was subjected to severe mechanical stress in the implanted state. Causes for elevated stresses are difficult to determine without further information and diagnostic images. It cannot be excluded that an accumulation of different factors had impact on the wear out of the lead. These factors might have been interaction with modified tissue, significant cardiac motion due to an adverse lead position including slack or a potential increased ingrowth which had impact on the leads motion. Furthermore tortuous cardiac anatomy, high activity levels of the patient and significant manual labor involving the upper body are known contributing factors. The manufacturing process for these devices was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.